Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received unexpected restart and a cold reset was performed as well as blank display. Customer¿s blood glucose was 172 mg/dl. Customer stated that the did insulin pump alarm shortly after inserting a new battery. Customer stated that they informed that the battery cap was damaged and the clinical specialist will be give her a new battery cap and removed the battery and inserted a new battery and the insulin pump did not turn on. Troubleshooting was performed. Customer was advised to discontinue use of the insulin pump and to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify a21 alarm due to blank display.